Event description:
The technologist was performing a cardiac spect acquisition. While the system was in motion halt, the detector continued to slowly drift in a downward motion toward the patient until coming to its hard limit. There was no contact made with the patient and no injury occurred. The technologist was able to remove the patient unharmed from under the detector.

Manufacturer narrative:
Engineering investigation determined that if the friction brake assembly is non-functional ,the detector has the potential to drift downward under the influence of gravity. Investigation determined that performing preventative maintenance activities per service manual instructions (p/n: n960627, revision f) prevents this issue from occurring. An evaluation of the friction brake determined that there was no damage to the parts and parts were working as designed.